Event description:
The manufacturer became aware of a remstar pro m series device with allegation of asthma. In addition, the patient reported lung disease and respiratory tract irritation. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.